Event description:
The patient underwent normal battery replacement. The explanted generator was returned for product analysis. During product analysis high impedance was seen from data extracted from the generator. High impedance was also seen on the newly implanted generator. The generator was implanted and the lead was left implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received. During internal database review, high impedance was seen regarding m106 sn: (B)(6) on (B)(6) 2024 of value 10596 ohms. No other relevant information has been received to date.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates: initial report inadvertently did not list all data that was known prior to submission.

Event description:
Additional information received. It was later reported by the provider that high impedance was not known prior to surgery or during the surgery. Based on the information and data, positional fracture is suspected. No other relevant information has been received to date.